Event description:
It was reported by service report that the cot was moving on its own due to the switch being stuck in the "on" position. It is unknown if there was patient involvement or if there were adverse consequences to report.